Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs and one device. The first photograph was of a surgical procedure and noted an open wound. The second photograph was of the loading unit wrapped in a gauze material. A few unformed staples were noted. The visual inspection of the instrument noted no abnormalities. The loading unit was received fully fired and the interlock was engaged. No damage was noted to the knife blade. The single use loading device was reset and reloading with staples from a test unit. The single use loading device was then loaded into the returned device. The single use loading device and instrument were applied to test media with acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pancreatoduodenectomy, while cutting the stomach, there was an incomplete staple line. The staple was fired but the wound was open. They had to over sew the line by hand suture to fix it. This caused an extension of more than thirty minutes to the surgical time.